Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) has been depleted for over a year because lost his recharging device. The hcp suggested the ins be replaced and the patient agreed. The replacement has not yet been scheduled.